Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing which could be reproduced in the clinic with arm movements. Re programming was done and the lead remains in use. No patient complications have been reported as a result of this event.